Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. No air bubbles noted during testing using a water fill test reservoir. Device properly connected to the glucose sensor simulator. No lost sensor alarm, calibration not accepted alert or unexpected suspend low sensor glucose noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 288 mg/dl at the time of the incident and the current blood glucose value of the customer was 298 mg/dl. The customer was treated with the insulin pump. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.